Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported for the last few months, it has been taking a long time to charge their implanted n eurostimulator; for example, what used to take 20-25 minutes is now taking almost an hour. Patient added that in the last week, it has gotten really bad and added that they will lose connection to the implant out of the blue and have to wiggle the wire of the recharger to re-establish connection. Patient did not have external equipment with them at the time of the call, so will call back with equipment present for further assistance. No symptoms were reported.

Manufacturer narrative:
Section b5 upated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back with equipment for troubleshooting. Patient reported the recharger cord looks a little twisted and swollen near the plug and there is a spot between the 2nd and 3rd pin. Patient also reported there had been like a little piece of plastic laying down in the port at one time and there was now a loud rattling noise inside the controller. Agent sent requests to repair for replacement recharger and controller. Patient commented they had been able to charge their implant yesterday but they didn't move while charging. Patient also noted having reset the controller several times.